Manufacturer narrative:
To date, the device has not been returned to medtronic for evaluation. If further information is received or the device returned, a follow-up medwatch report will be sent.

Event description:
The manufacturer's representative reported that the patient was implanted with an enterra device in 2006. She had ovarian surgery in 2007, a fall shortly after that, and subsequently noticed a change in symptom control. Approximately one month ago, she started experiencing visible muscle stimulation in her abdomen when her device was on. The patient switched her device off and was hospitalized due to a return of her gastroparesis symptoms. The patient confirmed that she had good therapy for the first six months of her implant, but then started to experience shocking and jolting that would sometimes drop her to her knees. At that time her physician recommended replacing the device. Follow-up with the hcp revealed that reprogramming was attempted without success and the patient's device was again turned off. The physician performed a laparoscopy and discovered a severe adhesion between the stomach where the leads were placed and the abdominal muscularis. The adhesion was dissected and a live tissue barrier was placed between the stomach and the abdominal muscularis. No lead erosion was observed during the surgery and the system was working normally and left implanted.